Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead triggered a safety switch from bipolar to unipolar configuration due to single spike in high out of range pacing impedances greater than 3000 ohms. The impedances were measuring in-range after the change to unipolar. Technical services discussed possible causes and recommended unipolar pace and bipolar sense and determining lead integrity. The system remains in-service. No additional adverse patient effects were reported.